Event description:
It was reported that the external pulse generator turned itself off while pacing a patient with no previous warning or indicator light. The patient went into a ventricular "stand still." The generator was returned for service. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: analysis could not confirm the reported event. Device passed functional testing. It was noted that the upper case was broken and the ring cover was broken.

Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. (B)(4).

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.